Event description:
A customer alleged discrepant results with the cobas® ampliprep and cobas® taqman® hiv-1 test, v2. Although the number alleged samples are not known, data and sample information for 7 samples were provided. The alleged samples initially generated positive results which were questioned as the previous result history of the patients tested target not detected (tnd). The samples were repeated with the same assay generating a tnd result for 5 samples. Sample 6 generated a result of less than 20 cp/ml and sample 7 generated a result of 409 cp/ml during repeat testing.

Manufacturer narrative:
The serial number of the cobas ampliprep instrument is (B)(6). Investigation is ongoing. ------------ the customer issue has been alleged on the kit cap-g/ctm hiv-1 v2.0 expt-ivd (catalog no: 05212294190; UDI: (B)(4) which is equivalent to the us kit; kit cap-g/ctm hiv01 v2.0 72tests us-ivd (catalog no: 05212308190; UDI: (B)(4). -------------- e1 facility name truncated due to character limit: (B)(6).

Manufacturer narrative:
The investigation did not reveal a reagent related issue. While the exact reason for the discrepancies observed by the customer is unknown, it is consistent with a sample handling issue.